Event description:
A report was received that the patient had experienced inadequate stimulation due to lead migration. It was also noted that the electrodes were no longer attached to lead. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-8336-50 (sn: (B)(4)). Device evaluation indicated that the complaint of lead has migrated, and stimulation is no longer effective has been confirmed. Visual inspection revealed that the silicone at the paddle/lead tails junction is torn and nine electrodes are missing from the paddle end of the lead. It appears that excessive tensile force was exerted onto the lead and resulted in electrode dislodgement and the paddle damage. Electrical tests could not be performed due to paddle lead damaged. This type damage occurs when the lead is exposed to excessive tensile force causing the lead body to stretch and eventually break right at the paddle end. Based on the dfu, one of the possible risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation is lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief. It was reported that the paddle lead migrated. The probably cause selected in known inherent risk of device.

Event description:
A report was received that the patient had experienced inadequate stimulation due to lead migration. It was also noted that the electrodes were no longer attached to lead. The patient underwent a lead replacement procedure and was doing well postoperatively.